Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. Additional information was requested and the following was obtained: could you please provide more details for "device misfired": unknown. Did the device cut? Unknown. If the device cut/fired, was the cut line complete? Unknown. Did the device staple? No. If the device stapled/fired, was the staple line complete? No. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Unknown. Did the device close? Unknown. Did the device fire? No. Did the device open? Yes. Was the device difficult to close on the tissue? Unknown. Was the device difficult to fire? Yes. Was the device difficult to open? No. On which firing did this occur? Unknown. 14. The tissue retaining pin lock into the correct position? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. Batch # 173c67. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40b device was received with no apparent damage and with a reload present. The reload was received with all staples protruding, the washer uncut and the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 173c67, and no non-conformances were identified.

Event description:
It was reported that during the unknown procedure that the device misfired. Unknown if the procedure was completed successfully. There was no patient harm.